Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device not being detected on the communication bus at the station. A field service engineer reseated the cables on drawer controller card including row board cable, pyxibus cable, and flex cables and rebooted to resolve the issue. A field service engineer confirmed that the malfunction occurred when the user tried to dispense medication to the patient, which resulted in a delay in patient care since the user had to get the medication from the pharmacy. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer was not detected on the communication bus. There were no adverse events or injuries reported based on this event.